Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed. The lot met all release criteria, meaning that no issues were noted during the manufacturing process or quality control inspection. This is the only complaint reported to date for this lot number. The complaint sample has not been returned for eval to date. The investigation is currently underway.

Event description:
It was reported that a pta balloon ruptured at 26 atm (rated burst pressure is 20 atm) and could not be removed through the introducer sheath. Reportedly, resistance was felt during withdrawal into introducer sheath. The physician then retracted the introducer sheath from the pt by sliding it back on to the pta balloon dilatation catheter shaft. Attempts were then made to remove the pta balloon directly from the access site, however, it still could not be removed. The physician then slightly enlarged the venotomy and the pta balloon catheter was removed without further incident in its entirety. The pt is asymptomatic.